Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric, de-novo target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 3.50x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion as the lesions were too curved. The device was removed and the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).